Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: lot# 17107603-0754 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. 17107603-0754) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed no anomalies. Of note, log files covering the analyzed period were not available for analysis. As a result, the reported high power event and the reported thrombus event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that patient received an anticoagulant infusion and the vad was explanted. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, bleeding and right ventricular failure are known potential complications associated with the implanta tion of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and right ventricular failure events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1125; catalog#: 1125; expiration date: 31-jan-2023; lotl#: 17107603-0754; d9: no h3: no h4: mfg date: 01-jan-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient presented to the emergency room with high watt alarms and hematuria. The device was interrogated with no alarms or significant events noted, but an audible high watt alarm was witnessed during assessment. A computed tomography (CT) scan was conducted, revealing a thrombus located in the outflow graft (ofg).  The patient received an anticoagulant infusion for the thrombus, and milrinone was continued at 0.2 mcg/kg/min for right ventricular failure. The patient was compliant with therapeutic anticoagulation. The vad was explanted surgically and replaced with a competitor device.